Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 800 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified the creatine (cre) syringe was leaking the electrodes needed to be replaced. The service documentation revealed that the fse replaced the creatine (cre) syringe and electrodes (na, k, ca, and cl); to resolve the issue. Additionally, the fse calibrated the instrument. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the creatine (cre) syringe was leaking and the electrodes needed to be replaced. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: creatinine.